Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who reported since the unit was not possible to operate, they forced it to shut down by pressing and holding the power button. The unit was powered on, and it started up normally. No longer was there an error message displayed. A good faith effort (gfe) response confirmed the issue occurred when measurement was in progress. There was stagnant data, the measurement waveforms and numeric were not updating. The gfe response reported the cause was not specified, as it was either a personal computer or software issue that got hung up. The reported problem was confirmed. No further investigation or action is warranted at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported it became frozen during measurement. The device was in use on a patient at the time of the event, there was no adverse event reported.